Event description:
It was reported that the white protection sleeve of three fast fix 360 was shorter than usual, therefore it could not protect the implants correctly. Surgery was resumed, after a non-significant delay, by changing the technique to a meniscectomy. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). One of the following devices caused the need for a meniscectomy: pn 72202468; lot#: 2095238 or 2100094, pn 72203720; lot#: 2091839.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received by reporter states that it is unknown whether the meniscectomy was performed.  If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the white protection sleeve of three fast fix 360 was shorter than usual, therefore it could not protect the implants correctly. It is unknown how the procedure was completed. A non-significant delay was reported. No patient complications were reported.